Manufacturer narrative:
The field service representative inspected the architect (B)(4) and determined the bellows required replacement because foam/bubbles were observed. Replacement of the bellows set resolved the issue and were identified as the likely cause. An instrument service history review revealed no additional discrepant results generated on (B)(4). There were no service or complaint issues on or around the date the current complaint was initiated that may have contributed to this issue. (Pulled from the task) a review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Historical data for the bellows set was reviewed and no adverse trend, systemic issues, or nonconformances were identified. Labeling was reviewed, which provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: (B)(6).

Event description:
The customer reported discrepant results for multiple assays on the architect c4000 analyzer. The following results were provided. Sample ID (B)(6) male: sodium initial 119.7 mmol/l and retest 140 mmol/l; calcium 3.65 mg/dl and retest 9.64 mg/dl; co2 7.1mmol/l and retest 25.2 mmol/l. Sample ID slate, (B)(6) female: glucose initial 190.2 mg/dl and retest 429.5, 427.3 and 427.0 mg/dl. Sample ID (B)(6) female: potassium 1.30 mmol/l and retest 4.81 mmol/l. Sample ID (B)(6) female: co2 14.7 mmol/l and retest 21.9 mmol/l. Sample ID (B)(6) male: co2 14.9 mmol/l and retest 22.5 mmol/l. No adverse impact to patient management was reported.